Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity drug-eluting stents were implanted in the lad. On the same day post procedure, the patient suffered perioperative myocardial infarction. Investigator assessed that the event is possibly related to the study device and antiplatelet medication. Patient recovered.